Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s current blood glucose value was 412 mg/dl. The customer did experienced symptoms such headache and feeling crappy due to high blood glucose. The insulin pump was on auto mode at the time of incident. Troubleshooting was performed. No further patient complications were reported.